Event description:
The contact is the customer's daughter. She called stating that her mother's meter does not seem to be working correctly. Two blood tests performed using different fingers on the same hand gave results of 240mg/dl and 192mg/dl. Customer svc offered to troubleshoot. A check standard result of 106mg/dl is within range-95-115mg/dl. The customer did not have control solution. A blood test produced a result of 164mg/dl with good fill on the strip. The meter appeared to be working electronically, and the customer seemed to have good technique. Customer svc sent control solution. The customer called back stating that the meter still seems to be giving readings that don't seem right. Ccontrol test results were 186, 101, and 203mg/dl. Customer was getting a good fill on the strips and was using good technique. Customer svc had the customer send back the control solution and strips and was sending new control and strips.